Manufacturer narrative:
Requested, however not provided. Supplemental MDR to reflect the change from device to disposable complaint category. Please reference manufacturer number 9616066-2019-03107 from emdr (B)(4).

Event description:
It was reported that a 5 month old female patient was receiving total parenteral nutrition (tpn) infusion with a set rate of 26.8ml/hr through an infusion pump that was started on (B)(6) 2019 at 1758. The total volume of the tpn bag was 570ml and the volume to be infused (vtbi) was 408ml. The event was discovered at 2200 when it was noticed that the volume of the tpn was significantly less than expected. It was noted that the patient received "several hundred ml's" of tpn over the span of 4 hours and the estimated volume remaining was 100ml. The patient was transferred to pediatric intensive care unit after the event. It was reported that during a non-bd investigation, the door handle of the infusion pump was partially closed when the IV tubing was in use and that some tubing irregularity was observed. A different set of IV tubing was tested on the involved device and found that the door handle was able to fully close. The device event log was reviewed by the facility's biomedical personnel and found that the infusion was programmed correctly. Although requested, there was no further information regarding impact to the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Information on date of birth, weight, race and ethnicity, and medical history were requested but not provided.

Event description:
It was reported that a (B)(6) female patient was receiving total parenteral nutrition (tpn) infusion with a set rate of 26.8 ml/hr through IV infusion pump and was started on (B)(6) 2019 at 1758. The tpn bag's total volume was 570 ml and 408 ml was the volume to be infused. (Vtbi) in the device settings. The event was discovered at 2200 when the rn went to bedside and noticed that the tpn's volume was significantly less than what it should have been. It was noted that the patient received "several hundred ml's" of tpn over the span of 4 hours and the estimated left over volume was 100 ml. The patient was transferred to pediatric intensive care unit (picu) after the event. It was found during a non-bd investigation that the IV infusion pump's door handle was partially closed when the involved IV tubing was in use and that some tubing irregularity was observed. A different set of IV tubing was tested on the involved device and found that the door handle was able to fully close. The device event log was reviewed by the facility's biomedical personnel and found that the infusion was programmed correctly.